Event description:
During preventative maintenance of the device, the hospital based biomedical engineer reported the roller pump tube clamp assembly could not be removed due to a screw that would not turn. The engineer was trying to perform the roller to roller inspection. The device was returned for further evaluation and repair. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.